Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software; product ID hh9020tdd, serial#(B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported their bolus was taking longer and longer connect when bolusing because it was lagging at 91% which started about a month ago. Agent reviewed data and assisted the patient in deleting data. Patient was able to connect to the pump with no lag. Patient would call back if they need further assistance. While on the call, patient mentioned they had a adjustment of medication friday (B)(6) 2025. Patient stated they did not think the refill date updated from the adjustment.

Event description:
Additional information was received from the healthcare provider who reported that they reviewed the last pump report from on (B)(6) 2025 and it indicated the next refill would be 2025. Th patient had a bolus, and their bolus date was confirmed to be refilled on (B)(6) 2025. The patient¿s pump was refilled on (B)(6) 2025 and their next scheduled refill for the pump was (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.